Manufacturer narrative:
Philips has investigated this complaint. The customer reported that there was no fluoroscopy and a message appeared protocol needs to be changed. The fse provided their analysis findings however, unable to confirm the final disposition of the device because the case has been cancelled. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoroscopy was not possible and a message appeared "protocol needs to be changed." There was no report of harm. Philips has started an investigation of this complaint.